Manufacturer narrative:
Updated evaluation conclusion codes h6.

Event description:
It was reported that this tactra device was explanted due to impeding erosion. There were no additional patient complications reported.

Event description:
It was reported that this tactra device was explanted due to impeding erosion. There were no additional patient complications reported.